Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (implantable neurostimulator) stated that a prior implant never worked properly and was later recalled. The patient did not use the prior implant because it was not functioning correctly. During a subsequent procedure, excessive scar tissue was found around the spine, which prevented placement of leads on either side of the spine; only one lead could be placed at the center of the spine. The patient reported no issues with the current implant, which was working well.